Event description:
Pt implanted with uss vas ii on an unk date in (B)(6) 2002. Pt complained of lower back pain and was returned to operating room on (B)(6) 2012 for removal of a portion of the construct. The rods were cut at t11 and all hardware was removed below that level. No further procedure is anticipated. This is 7 of 23 reports for the same event.

Manufacturer narrative:
Reported date of implant is (B)(6) 2002. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.